Event description:
Following angioplasty the stent was successfully placed across the lesion into the middle cerebral artery (mca) m1 segment. Immediately post procedure, there were no complications and good mca revascularization was achieved. However, the next day, imaging revealed a subarachnoid hemorrhage (sah). A right frontal ventriculostomy was performed to reduce the intracranial pressure. Two days post procedure, the patient became ¿non responsive¿ and a CT scan showed a midline shift of the brain. Four days post procedure, the patient status was changed to ¿do not resuscitate (dnr)¿ and he was extubated. The same day the patient was pronounced dead.

Event description:
It was reported that the patient needed a temporary pacer placed. The wire was placed into the heart by the surgeon, the device was hooked up to a pacer generator, and there was no capture noted. A new battery had been placed into the generator and tested prior to procedure, the battery was changed again without pacer spikes, a new lead wire placed from the generator to the pacing wire without effects. The pacing wire was removed and a new wire was placed without complete success.

Manufacturer narrative:
At this time, after following up with the customer with no reply, the device has not been received for evaluation - no product has been returned.